Event description:
Related manufacturer reference number: 3006705815-2023-07354. It was reported patient lost therapy due to both leads pulling out completely and coiling up next to the ipg. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.